Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with broken reservoir tube lip. Unable to perform displacement test, occlusion test and p-cap reservoir will not lock properly due to missing retainer. Insulin pump passed self test. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. No unexpected bg meter communication errors or anomalies noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had a loss communication and received cannot find sensor signal alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.